Event description:
It was reported that pump generated alarm 2 followed by alarm 26 and that customer observed occlusion alarms recurring even after troubleshooting, with a visible ball of insulin seen in tubing. There was no reported impact to the customer¿s blood glucose level. Customer was instructed by technical support to disconnect and reposition tubing, deliver test boluses, remove cartridge, and inspect for damage, then fill and load new cartridge, and customer was advised to replace supplies as necessary and resume insulin therapy; no additional information was received regarding the final outcome of the event.